Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The was reported the customer experienced elevated blood glucose. The customer's blood glucose (bg) displayed "high" on the bg meter; an exact value was not provided. The customer addressed bg with a correction bolus via pump. Suspected cause for bg was not determined. Recommendation was made to consult with healthcare provider regarding diabetes management.